Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown.

Event description:
Customer reported receiving unspecified high and low readings from his adc blood glucose meter. Customer further reported that due to the readings his healthcare provider prescribed a new medication, metformin, but was unable to continue troubleshooting at the time of the call. Multiple, unsuccessful, attempts were made to contact customer to gather additional information. Customer called back on (B)(6) 2017 to check on the delivery status of his replacement meter and at that time reported that due to the previously noted unspecified reading, he experienced a seizure, causing a ¿fracture to his neck and head¿, requiring him to go to an emergency room. It is unknown what treatment may have been rendered at the hospital because the customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaints and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the freestyle lite meter, freestyle test strips and the reported complaints. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified high and low readings from his adc blood glucose meter. Customer further reported that due to the readings his healthcare provider prescribed a new medication, metformin, but was unable to continue troubleshooting at the time of the call. Multiple, unsuccessful, attempts were made to contact customer to gather additional information. Customer called back on (B)(6) 2017 to check on the delivery status of his replacement meter and at that time reported that due to the previously noted unspecified reading, he experienced a seizure, causing a ¿fracture to his neck and head¿, requiring him to go to an emergency room. It is unknown what treatment may have been rendered at the hospital because the customer disconnected the call. There was no report of death or permanent injury associated with this event.